Event description:
Per the clinic, the patient reportedly was not getting any benefit from the device. The clinic was not able to connect to the implant. Explant and reimplantation is planned but had not taken place at the time of this report 2009.